Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours and to change the infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 220 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing. However, the customer reported to have used humalog in the cartridge for 4 days and also had not changed the infusion set for 4 days.